Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported issues was not confirmed through the testing that was performed. The device was tested for flow rate accuracy and delivered within specification. Evaluation did not test for downstream occlusion detection due to the reported issue being unclear. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined however the device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test (at high pressure setting). It was further reported that the downstream pressure reading at the time of downstream occlusion alarm was 188ml (however this is not a pressure reading). This occurred during testing. There was no patient involvement. No additional information is available.